Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
Additional information was received from the eye care professional (ecp) via an adverse event (ae) form and medical records on (B)(6) 2015. The medical records from the visit on (B)(6) 2015 stated that the patient experienced lingering irritation in the left eye for 3 days and noticed a white spot on eye the night before. The eye was very red and irritated at night and there was less irritation when wearing glasses. The patient denied any other ocular or visual symptoms and no changes in health history. Diagnosis was marginal corneal ulcer. Patient was prescribed vigamox or polytrim as 2nd choice to use every 2 hours for 2 days and then 4 times a day for 4 days. Patient was advised to discontinue contact lens wear and to wash hands often and change out sheets and towels. The patient's visual acuities were 20/20 in both eyes. As of (B)(6) 2015, there was only mind improvement, but not worse. Patient was to continue the ointment 4 times a day for 4 days and to consider a referral or steroid if not improved. As of (B)(6) 2015, the corneal ulcer had resolved and there was a scar. The patient was instructed to taper to 2 times a day for 1 week and then stop. The ae form stated that the date of the event was (B)(6) 2015 in the left eye. The patient only wore the lens for one day before the event occurred (which was the patient's normal wearing schedule). The patient had no pre-existing ocular conditions, no contributing factors and no biopsy was done. The patient experienced moderate discomfort, severe redness, watery discharge, and no anterior chamber reaction. There was a peripheral ulcer of 1mm in size and no infiltrates present. There was corneal staining at the location of the ulcer only and permanent scarring was noted. Follow up was scheduled for 4 days after the first visit ((B)(6) 2015) and the patient was not able to wear contact lenses during the event. The issue has resolved and lens wear has resumed.

Manufacturer narrative:
The device has not been received for analysis. The lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported on (B)(4) 2015 by the eye care professional (ecp) that there were 3 known cases of corneal ulcers with the use of these contact lenses. One of the cases was from approximately 2 years ago from a different eye care professional and was told to the reporting ecp in conversation. The second case was at the reporting ecp practice 1 year ago. The third case was from (B)(4) 2015 with a consumer (female) who denies sleeping in the lenses and has worn this brand of lenses for the past 1 and a half years. This report reflects the most current case that occurred on (B)(6) 2015.